Manufacturer narrative:
Additional information received via e-mail customer confirmed the affected lot is 4114167, quantity was also confirmed to be 6 instead 5. The customer stated also that the event occurred within week 8 and week 10, immediately after preparation.

Manufacturer narrative:
Email address: (B)(6). Device evaluation: six samples were returned. Visual inspection showed no discrepancies. Functional testing was unable to duplicate the reported issue. A root cause was unable to be established as the failure mode was not confirmed. No actions were taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported the infusion sets didn't stick to skin and fell off. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.